Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, g, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of rate change between pump module displayed and logs was confirmed through the data review and support of principal interoperability consultant. ¿ the interoperability consultant suspect this is related to clinician inadvertently pressing the up arrow when attempting to press the soft key under start. The up/down arrows defaults to the rate field when channel select is pressed during an infusion. ¿ the nurse decreased the dose by 3 units/kg/hr to 15 units/kg/hr and used a 60-minute delay. After 60 minutes, the nurse used the restore button to pump to restore the dose. The pump displayed a dose of 15 units/kg/hr, but the pennchart pulled in a dose of 15.1102 units/kg/hr. ¿ the vtbi is displayed with 0, 1, or 2 decimal digits (depending on the magnitude of the number) and is rounded up when the next digit is great than or equal 5, as shown in the table below. ¿ the external and internal inspection of the devices could not be performed as no devices, photos or logs were returned for inspection, however, the customer provided data of the issue they experienced as evidence. ¿ proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. ¿ the rate is always reported with 4 decimal digits of precision, but is displayed with 0, 1 or 2 decimal digits and is rounded up when the next digit is greater than or equal to 5. Root cause: the probable cause of the reported rate change between pump module displayed and logs is being attributed to user error. The medical staff inadvertently pressed the up arrow when attempting to press start altering the rate/dose of the infusion.

Event description:
It was reported that the customer is having concern regarding rate change between pump displayed and log report. The pump displayed a dose of 15 units/kg/hr, and the chart displayed a dose of 15.1102 units/kg/hr. There was patient involvement but no harm.additional information provided: the customer states "the issue has been resolved. After investigating further, we found that when you select the pump channel and no other selection is made on the pump (ie: select dose to change the dose), you can press the up or down arrow and the rate/dose change on the pump."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer is having concern regarding rate change between pump displayed and log report. The pump displayed a dose of 15 units/kg/hr, and the chart displayed a dose of 15.1102 units/kg/hr. There was patient involvement but no harm. Additional information provided: the customer states "the issue has been resolved. After investigating further, we found that when you select the pump channel and no other selection is made on the pump (ie: select dose to change the dose), you can press the up or down arrow and the rate/dose change on the pump."